Event description:
A supply coordinator reported that the ups (uninterruptible power supply) was in stand by mode during a procedure, which caused a delay of half hour. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).